Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca during index procedure. At 30 day and 3 month follow ups, patient's worst angina status was reported as I per (B)(6). It is reported that approximately 7 months post index procedure, the patient suffered a spontaneous gastrointestinal (gi) bleed. It is reported that the patient presented with complaints of dark bloody stool. There was an esophagogastroduodenoscopy carried out but the source of the bleeding was not determined. A prbc transfusion of 2 units was required. It is reported that approximately 3 days later, the patient was admitted due to acute onset of blood in stool. Colonoscopy was completed w/o significant findings. A prbc transfusion of 3 units was required due to this spontaneous gastrointestinal (gi) bleed. It is reported that the patient recovered w/o treatment.

Manufacturer narrative:
(B)(4). Evaluation, results: (gi bleed).